Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and intepro y sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent anterior/posterior colporrhaphy with enterocele obliteration, bilateral sacrospinous vault fixation, suprapubic tube, and cystoscopy due to vaginal vault prolapse and sui. It was reported that the patient underwent urethrolysis with incision/revision of mesh due to urinary retention on (B)(6) 2004. Additionally, it was reported that the patient underwent robotic sacrocolpopexy, and lysis of adhesions of sigmoid on (B)(6) 2009 due to vaginal vault prolapse.